Event description:
Customer reported of a fluid leak in the tray under the blood sampling valve (bsv) and on the counter top while performing routine cleaning of the bsv on a coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and there was no report of injury or exposure to open wounds or mucous membranes associated with the event. The instrument had been shutdown since the leak was discovered and the customer indicated that patient results were not affected. No erroneous patient results were generated and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and found the blood sampling valve (bsv) probe leaking from the probe wipe rinse block. The leak was contained within the bsv drip tray and the fse found the rinse block/cylinder mechanism sticking which was causing misalignment of the rinse block. The fse cleaned and lubricated the rinse block to resolve the leak. Failure mode was determined to be a broken probe wipe rinse block.

Manufacturer narrative:
Results: probe wipe rinse block. (B)(4).